Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a (B)(6) female patient received an ankylose c/x dental implant on (B)(6) 2016 in region 10 (fdi # 22). On (B)(6) 2016 the implant was explanted. The dentist reports a local oval shaped patch of gingival redness, pinpoint red dots, and radiolucent region of bone adjacent to #10. Furthermore the patient has allergies to epoxy, latex, cleaning agents and seasonal cycles of allergic rhinitis. Removal of the implant resulted in resolution of the signs of reaction within three days. The patient declined an allergy test.

Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.